Event description:
Customer called to report the insulin pump has a crack below the battery compartment. Blood glucose reading was 500 mg/dl. The customer had treated with the insulin pump. Customer was unaware of how the damage occured. Advised the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.